Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory patient notifier. Upon review, the device found to be in backup vvi mode due to poor telemetry with transmitter. A device download was performed successfully. The patient was asymptomatic.